Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and no delivery alarm. Customer's blood glucose level was 600 mg/dl. Troubleshooting for no delivery was performed. Customer advised they went to the hospital two times with a no delivery alarm. Customer was unable to troubleshoot and was advised to follow up with their healthcare provider.

Manufacturer narrative:
The correct information has been provided with this report.